Event description:
This report is based on information provided by philips field service engineer (fse) personnel has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the device fails the operational check at therapy testing. The fse evaluated the device and found the high voltage capacitor needs to be replaced. But the device is at end-of-life since 31 december 2022 therefore, no parts are available. The customer was informed of this situation. No further action at this time. Based on the information available and the evaluation conducted, the cause of the reported problem was high voltage capacitor. The reported problem was confirmed. The device was evaluated and found to needs a high voltage capacitor which is no longer available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.